Event description:
Per pt, one of his leads went bad which is why he had to have a revision. They tried to remove both 2016 lead at st lukes hospital but they couldn't do it. Both 2016 leads were capped and pt had a new lead implanted on (B)(6) 2021 pt then had to have another procedure at (B)(6) on (B)(6) 2021 to replace the battery and have a second lead implanted. Both 2016 leads and the pln plug were removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).